Manufacturer narrative:
Approximate age of device ¿ 3 years and 3 months. The pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump remains in use supporting the patient. The submitted log file confirmed that the reported pump stoppage occurred, and power to the system controller was lost. Multiple low battery advisory and low battery hazard events preceded the loss of power, indicating that the pump stoppage was the result of the patient's batteries becoming depleted. The instructions for use states that depleted batteries should be immediately exchanged after the yellow battery warning alarm and provides instructions on exchanging depleted batteries and power sources. The hospital staff reminded the patient to be more diligent with changing his batteries in a timely manner. They also instructed him to take his prescribed medications, because when he takes his medications his blood pressure is normal. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the emergency department. He had not taken his medications the previous night and his blood pressure was elevated at 130/0 mmhg. A pump stop was noted during review of the event history. The patient stated that he was connected to the power module at that time. The patient is reportedly a poor historian and can be non-compliant; he denied letting his batteries run too low. The patient was asymptomatic during the event. The log file was reviewed by technical services and the reported pump stop event was confirmed. The pump stop was the result of a loss of power to the system controller. Prior to the pump stop, two low voltage hazard events and a low voltage advisory event were captured in the log file. These events indicate that the patient was on battery power and the batteries ran out of power, resulting in the pump stop. The system controller was then connected to the power module and power was re-established. The log file also contained other low voltage hazard events as a result of remaining on battery power after the low battery advisory. The patient was not admitted into the hospital and was instructed to take his prescribed medications. When the patient takes his medications his blood pressure is normal. The vad coordinator was to remind the patient to be more diligent with changing batteries in a timely manner.